Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that was being treated by an oncologist. Patient reported that she has urinary retention since 9 pm yesterday. The patient indicators for use are for urinary dysfunction/sacral nerve stim. No further patient complications have been reported as a result of this event in the event description.